Event description:
Additional information received indicated that the patient felt no stimulation and when the ins was checked by the company representative, open circuits were found. Per manufacturer's device registry, the ins and lead were replaced. If additional information is received, a follow up report will be sent. I see manufacturers report #3004209178-2012-04486 for previous ins issue.

Event description:
It was reported that the patient experienced a loss of therapeutic effect which began in the last 2 weeks. She felt extremely high stimulation from the implantable neurostimulator (ins) when she goes into the squatting position. She did not feel stimulation even when the ins was turned all the way up and had tried all 4 of her programs with the same results. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, (B)(4), implanted: 2010-(B)(6), explanted: na, programmer model 3037, serial# (B)(4). (B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v402919, explanted: (B)(6) 2012. (B)(4).